Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of about 12 months, it was reported that the ICD could not be interrogated. After explantation a lead damage in the clavicle area was observed. No adverse patient side effects have been reported. The device was explanted.